Event description:
It was reported that the right atrial lead had high impedance. The lead was capped and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - varying resistance/impedance: weekly pace impedance trend data show varying impedance increases for min and max a pace = 456 to 680 ohms range between (B)(4) 2010 and (B)(4) 2011.